Event description:
It was reported that during a da vinci-assisted surgical procedure the wire of the fenestrated bipolar forceps instrument came loose. The customer stated that nothing fell into the patient, after removing the stapler, we insert the instrument and after insertion the cables jumped loose. No issues with functionality was noticed during the procedure. There was no collision of the instrument. Prior to the cable coming loose the instrument was removed and was removed straight. Before the instrument was inserted, nothing had come loose. No resistance was felt and surgical staff did not notice any damage to the cannula after the event occurred. The procedure was completed robotically with a back-up fenestrated bipolar forceps instrument. There was no injury to the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned for failure analysis. Failure analysis found the instrument to have a broken grip cable at the distal end. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. Components adjacent to the broken wire do not show damage.